Manufacturer narrative:
Expertise files analysis revealed that four nominal mode activation attempts were launched during devices interrogations on (B)(6)2020 . They resulted from an (unintended) user action that occurred during interrogation, by pressing the nominal button either on the programmer keyboard or on the programmer screen. No issue is suspected on the programming system.

Event description:
Reportedly, when the subject cpr3 head is placed over a pacemaker, a pop-up message is displayed. The message asks for a confirmation to program the device in safety mode (vvi mode).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when the subject cpr3 head is placed over a pacemaker, a pop-up message is displayed. The message asks for a confirmation to program the device in safety mode (vvi mode).

Event description:
Reportedly, when the subject cpr3 head is placed over a pacemaker, a pop-up message is displayed. The message asks for a confirmation to program the device in safety mode (vvi mode).